Event description:
As reported, during the use of a 5mm x 12mm palmaz blue on aviator plus stent delivery system (sds), the stent detached in the vessel prior to reaching the lesion. The stent was retrieved using an unknown snare. Additional information was requested but was not provided. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a2, a3, a4, b4, b5, d9, d10, g3, g6, h1, h2, h3, h6, and h11 this device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the use of a 5mm x 12mm palmaz blue on aviator plus stent delivery system (sds), there was difficulty tracking the delivery system towards the lesion and the stent detached in the subclavian artery prior to reaching the lesion. The stent was retrieved using an unknown snare and another 5mm x 12mm palmaz blue on aviator plus sds was required to treat the lesion. The target vessel was the vertebral artery, which was severely calcified and severely tortuous, with a stenosis percentage of 90%. The device was stored and prepped according to the instructions for use (IFU). There was no damage to the device packaging prior to opening, and no difficulty was encountered when removing the device from its packaging. The stent was not manipulated on the sds prior to insertion. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, during the use of a 5mm x 12mm palmaz blue on aviator plus stent delivery system (sds), there was difficulty tracking the delivery system towards the lesion and the stent detached in the subclavian artery prior to reaching the lesion. The stent was retrieved using an unknown snare and another 5mm x 12mm palmaz blue on aviator plus sds was required to treat the lesion. The target vessel was the vertebral artery, which was severely calcified and severely tortuous, with a stenosis percentage of 90%. The device was stored and prepped according to the instructions for use (IFU). There was no damage to the device packaging prior to opening, and no difficulty was encountered when removing the device from its packaging. The stent was not manipulated on the sds prior to insertion. The device will be returned for evaluation. The reported unit ¿blue/aviatorplus 5x12/142p pkg¿ was not received for analysis. Instead, an unrelated non-cordis medical device and one stent were returned. The components were unpacked for visual evaluation. Examination revealed that the stent was severely compressed and crushed. Inspection under a vision system confirmed significant structural damage. Despite the severe deformation, no fractures were observed. The reported event of ¿stent dislodged¿ could not be verified, as only a severely damaged stent was returned without the delivery system. The observed deformation was likely attributed to procedural factors and/or retrieval efforts. Verification is not possible based on the available information; therefore, the exact root cause of the event cannot be definitively determined. Similarly, the reported ¿stent delivery system (sds) tracking difficulty¿ cannot be verified, as this condition cannot be replicated in the laboratory setting. Difficulty in crossing or tracking through lesions, anatomical structures, or previously placed stents is a recognized procedural occurrence and may be influenced by patient-specific anatomy, operator technique, and device selection. However, based on the event description, the reported stent detachment was likely impacted by the challenging anatomical conditions of the target vessel, which was described as severely calcified, severely tortuous, and demonstrating a high-grade stenosis (90%). These vessel characteristics can create significant resistance and procedural difficulty during device advancement, thereby increasing the potential for stent dislodgement from the delivery system. Although the device was stored, prepared, and introduced in accordance with the instructions for use, and no packaging or pre-insertion issues were reported, the adverse vessel environment likely contributed to the inability of the stent to remain crimped on the delivery system during advancement. It should also be noted that the cordis palmaz® blue® .014" peripheral stent system is indicated for the treatment of stenotic lesions in the renal arteries. Use of the device outside its intended indication may present additional risks not addressed in the product labeling, and the safety and effectiveness of this device have not been established for use in the vertebral artery. According to the instructions for use, which is not intended to mitigate risk, ¿the use of this product for procedures other than those indicated in these instructions is not recommended. In the event of complications, surgical removal of the stent may be required. Standard surgical procedure is appropriate. Potential complications associated with peripheral artery stent implantation may include, but are not limited to, the following: aneurysm, allergic reaction to stent material cobalt chromium or one of its components, or to contrast medium, arteriovenous fistula, cerebrovascular accident/stroke, death, embolization (air, tissue, stent, atherosclerotic or thrombotic material, cholesterol), emergency surgery to correct vascular complications (revascularization/bypass), failure to deliver the stent to the intended site, hemorrhage/hematoma, hypertension, hypotension, infection/inflammation, myocardial ischemia/infarction and arrhythmia, peripheral neuropathy, persistent abdominal pain, renal insufficiency, renal failure/dialysis, renal infarction, renal transplantation/nephrectomy, restenosis of the stented artery, rupture of retroperitoneum or neighboring organ, tissue necrosis/ulceration, stent migration/embolization, stent thrombosis/occlusion, vascular complications (e.g. At puncture and/or lesion site, dissection, intimal tear, pseudoaneurysm, rupture and perforation, spasm, occlusion).¿ the available information and product evaluation do not indicate a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action is required.